Manufacturer narrative:
Additional information: b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ablation was performed but it did not break. The ablation felt weaker than the one that was used regularly. It was also noted that unlike usual, there was no interference from the radio waves on the echocardiogram during ablation, and the circulation of the reflux water felt poor. After the reported malfunction occurred, the electrode was replaced, and ablation was performed. After the replacement, bubble also appeared, and a break occurred, but the shape of a tumor remained on the echo, so it was changed to a partial resection. The resected specimen was sent for pathological diagnosis. Pathological examination of the partial resection revealed residual cancer. Pathological confirmation of the blood vessels will be carried out to determine the cause. The second procedure was performed with no problem with the same generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that; ablation was performed but it did not break. The ablation felt weaker than the one that was used regularly. It was also noted that, unlike usual, there was no interference from the radio waves on the echocardiogram during ablation, and the circulation of the reflux water felt poor. After the reported malfunction occurred, the electrode was replaced, and ablation was performed. After the replacement, bubble also appeared, and a break occurred, but the shape of a tumor remained on the echo, so it was changed to a partial resection. The resected specimen was sent for pathological diagnosis. The second procedure was performed with no problem with the same generator.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the needle of the device was bent and broken. It was reported that ablation was performed but it did not break. The ablation felt weaker than the one that was used regularly. It was also noted that unlike usual, there was no interference from the radio waves on the echocardiogram during ablation, and the circulation of the reflux water felt poor. After the reported malfunction occurred, the electrode was replaced, and ablation was performed. After the replacement, bubble also appeared, and a break occurred, but the shape of a tumor remained on the echo, so it was changed to a partial resection. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.